Manufacturer narrative:
Further information was requested but not received.

Event description:
During an initial implant procedure, the right ventricular (rv) lead was unable to be fixed. It was suspected the rv lead was deformed. The rv lead was explanted and replaced to resolved the event. The patient was stable.

Manufacturer narrative:
The reported event was lead unable to be fixed. As received, a complete lead was returned in one piece with the helix extended clogged with blood/tissue. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be retracted and extended. The full measured helix extension length was within specification. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.